Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed the testing due to the following volume measurements: fill 1 was 829.6ml, drain 1 was 829.8ml, fill 2 was 831.7ml, and drain 2 was 831.7ml. The allowable range was 750.0ml to 828.2.0ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was determined not to meet specifications for the reported issue of a failed functional accuracy test. The assignable cause for the functional accuracy test failure was determined to be caused by deteriorated door piston foam.